Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported.

Event description:
Additional information was received from the clinic that this defibrillator was explanted and replaced with another manufacture's device. The exact date of the replacement was not given. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.